Manufacturer narrative:
(B)(4). Incorrect removal the rx acculink referenced is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the filter was removed from the anatomy in the open position, which likely contributed to resistance. It should be noted the specific warnings section of the emboshield nav6 embolic protection system instructions for use states: do not attempt to move the filtration element after deployment and prior to the start of retrieval. Additionally, the device retrieval section states: pull on the tightened torque device to retract the barewire filter delivery wire until the filtration element is fully enclosed in the radiopaque expandable tip.

Event description:
It was reported that during an interventional stenting procedure in an 80% stenosed, left internal carotid artery on (B)(6) 2012, direct carotid access was achieved with a non-abbott sheath. The emboshield nav6 embolic protection device and the rx acculink stent were deployed without issue. During removal of the rx acculink stent delivery system (sds), the sheath came out of the arteriotomy. The sheath was readvanced over the sds in an attempt to regain access to the artery. The sds was again pulled back and the sheath curled like a "j", which confirmed that the sheath was not in the artery. The sheath was pulled back to straighten. The physician injected contrast through the sheath which showed that the contrast went directly into the soft tissue. The physician then chose to remove the wire, sds and the emboshield nav6 fully deployed filter. There was no damage to the deployed stent during this process. Manual compression was performed at the access site. The patient was taken to surgery, where no dissection was noted, only a hematoma at the access site, which was drained and stitched. The patient recovered and was discharged home on (B)(6) 2012. There was no additional information provided.